Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (serial number: (B)(6)) emitting smoke and not being able to turn on could not be confirmed, as the unit was not returned. Multiple attempts were made to obtain information regarding the potential return of the unit; to date, no tracking information or plan for return was provided. This investigation will reopen if the product is received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the universal battery charger, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate universal battery charger instructions for use (IFU) (rev. B) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. The user is also warned to refer all service and maintenance of the ubc to authorized and trained personnel. Section 6.0 ¿routine inspection and cleaning¿ within the IFU instructs users to check the ubc for signs of damage at least once per week. The user is also instructed not to immerse the ubc in water or liquid. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The user is also provided with a weekly safety checklist which includes routine inspection of the battery charger and its power cord. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that broken battery charger will not power on. Patient reported it started smoking and no longer worked. A backup battery charger was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.